Manufacturer narrative:
(B)(4). Date sent 9/10/2024. B3: only event year known: 2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that at the 90 day evaluation the rf sensor self activates.

Manufacturer narrative:
(B)(4). Date sent: 10/28/24. Investigation summary: per service manual operational and diagnostic analysis confirmed the rf sensor self activates. The assembly pcb contact board and sensor, rear panel, foot control, and corded rf were identified in the investigation to address the issue. Additionally, the scroll pump was identified to address the noise issue. No repair was performed at this time. The unit was placed in long term hold. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.